Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to lcd damage. Functional tests were not performed as the receiver did not communicate with testing. An internal visual inspection was not performed as the receiver could not be opened due to rusted screws. The receiver log was not downloaded for review as the logs failed to download. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).